Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) intermittently lost bluetooth communication with the ilet while glucose values continued to display on the dexcom app, with some ilet disconnections occurring across multiple sensors, consistent with an intermittent communication failure and involving the antenna/electrical-magnetic communication components. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure localized to communication components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.